Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Por for critical ram parity error with parity error index count=4, on (B)(6) 2010 15:12:54. One - patient alert for device circuit error on (B)(6) 2010 15:12:54.

Event description:
It was reported that the device had a power on reset due to the patient receiving radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Por for critical ram parity error with parity error index count=4, on (B)(4)-2010 15:12:54. 1 - patient alert for device circuit error on (B)(4)-2010 15:12:54.